Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could not confirm the reported phenomenon. The bending section adhere was lifting but not broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that the adhere of the distal end rubber fell off. The procedure was not affected by this malfunction. There were no reports of patient injuries related to this incident. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-04176. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.